Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had high blood glucose level of 508mg/dl and received no delivery alarm. The customer states they treated with the pump, but the level did not go down. The customer states the pump did not alert the no delivery alarm. The customer states the cannula was noted to be at a 90 degree angle. The customer states they will call back at a later time to troubleshoot. No further assistance was provided at this time.